Event description:
It was reported by the clinician, that the pt had the catheter in place and was sent to CT where they pressure injected and the lumen failed. No further details are available. Per instruction for use (IFU), this device is not indicated for pressure injection. Precaution #12 within the IFU also states that "use of a syringe smaller than 10 ml to irrigate or declot an occluded catheter may cause intraluminal leakage or catheter rupture."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.